Event description:
It was reported that: following patient induction, the user noted that when in manual ventilation the bag kept inflating. Correct intubation was verified. The machine was replaced to complete the case. No patient injury reported.